Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a cystocele and a rectocele. The patient underwent the concurrent procedures of a posterior mesh procedure encompassing posterior colporrhaphy, mesh placement in the posterior compartment and sacrospinous vault fixation during mesh implantation. It was reported that following insertion the patient experienced pain, urinary problems, bowel problems, dyspareunia, and vaginal scarring. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectocele and urinary retention.

Event description:
Details: it was reported that following insertion the patient experienced rectocele and urinary retention.